Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that her son¿s insulin pump received multiple failed battery test alarm. Customer¿s blood glucose was unknown. Troubleshooting was not completed with her son and was advised to revert to back up plan per health care professional. The insulin pump will not be returned for analysis.